Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frequently rebooting. Users also noted that the system powered off unexpectedly while medications were being retrieved, drawers were open, or during controlled substance inventory counts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooting unexpectedly. A field service engineer worked with the customer over the phone and confirmed that windows was not the cause of the issue. Remote support service (rss) logs showed that the station had rebooted 22 times in the past week. The customer was asked to check the power cord, and while adjusting it, the station rebooted, indicating a possible power connection issue. After completing these checks, the customer inventoried all drawers, and the issue did not recur. The system functioned as intended after the field service engineer repaired the device.